Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope image was upside down and flipped. The customer had to remove and reseat the endoscope multiple times. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the issue may have been due to the endoscope being installed at a vertical angle and the system may not have known which angle was down because the endoscope was pointed toward the floor. The tse explained that removing the endoscope and pressing the universal surgical manipulator (usm) clutch button would typically clear out the guided tool change and allow the endoscope to be installed again normally. The tse explained that if the position/angle of the physical endoscope was pointing down, both angle up and angle down may be pointing down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.